Event description:
Information was received indicating that one to two hours after placement of a smiths medical portex endotracheal tube, the cuff's air pressure fell and was unable to be maintained. It was reported that the cuff was inflated up to the proper pressure with a pressure gauge. There were no reported adverse effects.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths intubation/portex endotracheal tubes. Sample for testing p/n 100/199/075 was inspected at 12" to 16" under normal conditions of illumination with no discrepancies noted. During functional testing submerging under water to detect leak ,this was not validated and no leak could be detected. Quality review documented performs 100% prior to release of product. Complaint could not be validated or confirmed.